Manufacturer narrative:
We have not received the complaint devices for evaluation since the device has been discarded by the user facility. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Based on the description of the reported incident, it is possible that user attempted to inflate the internal carotid balloon quickly and led to premature safety balloon activation. Our IFU properly instructs user to slowly inflate the internal carotid balloon with sterile saline to prevent premature safety balloon activation. But without the returned device, we remain inconclusive about the root cause of this defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident.

Event description:
Safety balloon of pruitt shunt was inflating too early even when internal corotid balloon was deflated. Shunt was pulled out of the internal carotid artery with deflated balloon halfway through endarterectomy. The surgery time extended by 5-10 minutes as a result of this incident. There was no injury to the patient as the result of this incident.